Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom system error 105. Review of the event history log confirmed the reported symptom system error 105 alarms. The eval found that the motor was intermittently seizing, which is known to cause system error 105 alarms. The failed motor assembly was replaced.